Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer (patient's daughter).

Event description:
The initial reporter alleged that a patient received questionable high results from the coaguchek xs meter, specifically that the patient received three values > 8.0 inr three times in a row on (B)(6) 2022. During the call, the reporter also mentioned that the patient had a recent blood clot in (B)(6) 2022. Results from the patient's logbook and reported to be from the meter: on (B)(6) 2022, the result was 3.6 inr. The reporter was not sure if any warfarin dose changes were made. On (B)(6) 2022, the result was 2.6 inr. The reporter was not sure if any warfarin dose changes were made. On (B)(6) 2022, the result was 2.8 inr. There were no changes to the warfarin dose. On (B)(6) 2022, the result was 2.7 inr. There were no changes to the warfarin dose. On (B)(6) 2022, the result was 2.7 inr. There were no changes to the warfarin dose. The therapeutic range was 2.5-3.5 inr and the patient tests every two weeks unless out of range. If out of range, then the patient tests weekly. The initial reporter was not certain of the time between fingerstick and blood application to the test strip but believed it was within 15 seconds. At the beginning of may (estimated to be (B)(6) 2022), the patient allegedly went for tee (transesophageal echocardiogram) in preparation for cardioversion due to afib. Allegedly, a blood clot was found in her heart so they were unable to perform the cardioversion at that time. The patient was allegedly started on lovenox to dissolve a blood clot and scheduled for another tee and cardioversion on (B)(6) 2022. On (B)(6) 2022, the blood clot was allegedly gone and they were able to perform the cardioversion, but it was reported to be unsuccessful and she was still in afib. The patient was allegedly started on amiodarone. On (B)(6) 2022, allegedly the doctor called and told the patient to stop all of her diuretics due to a problem with her kidney function laboratory results. No specific results were provided. The patient reportedly stopped taking bumex, metolazone, and entresto. On (B)(6) 2022, the patient was allegedly admitted to the hospital for excess fluid buildup due to congestive heart failure. The patient was allegedly told to stop taking amiodarone and gabapentin. The patient's inr was reportedly elevated at the hospital. The reporter was not sure of the specific result but believed it was 4.7 inr by an unknown laboratory method. The date and time of this result were not known. The patient was allegedly treated for an elevated inr with medicine through an IV, but the reporter was unsure what the medication was. Reportedly, the patient was also told she was anemic while in the hospital, but no cause was determined for the anemia and no treatment was received for the anemia. The patient's hematocrit was unknown. On (B)(6) 2022, the patient was allegedly released to go home from the hospital and told to take 5 mg of warfarin daily. Allegedly, the results from the meter were believed to be high on this dose and the cardiologist's office had the patient withhold warfarin for 2 days when the inr was 4.0 inr and then decrease the dose to 2.5 mg three days per week and 5 mg four days per week. The patient¿s daughter did not recall which inr result led to this medication change. At the time of the report, the patient was allegedly stable at home but was still experiencing congestive heart failure and fluid buildup. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The reporter's strips were provided for investigation where they were tested using a reference meter and retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 4.9 inr; qc 2: 4.9 inr; qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.